Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. This test was a total waste of money. Completely inaccurate. I followed the directions and did everything exactly as it said to do. The test result was negative for everything. Did another test the next day and it was negative again. Ended up going to the doctor and tested positive for influenza a".